Manufacturer narrative:
Return evaluation received 1.20.16 conclusion: motor: tested on cmt and with tachometer. Dba and rpm's within range. Operated properly during bench test with no unusual noise. Unable to test under load. Return evaluation received 1.21.16 conclusion: controller/joystick: motor balance was set at positive "2".

Event description:
The dealer stated that the left motor is grinding and the chair is veering to left and then after awhile it will straighten itself out but if the chair sits for awhile and then starts back it up the problem will start back over again.